Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer skin graft mesher produced incomplete mesh on very thin skin during meshing a previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher (B)(4) fourteen times as documented in the repair reports. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. The device history record (DHR) and previous repair report for (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter (B)(4) twice as documented in the repair reports. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the cutter produced a passing mesh. The device history record (DHR) and previous repair report for (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter (B)(4) twice as documented in the repair reports. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the cutter produced a passing mesh. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The gear, roller, guide block, and side plates were all visually damaged. The 1.5:1 ratio cutter, serial number 1505002, and the 2:1 ratio cutter, (B)(4) produced a passing sample meshes and both had damaged collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection both cutters produced passing meshes. The root cause of the incomplete mesh could not be determined with the provided information since the cutters produced passing meshes. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.